Event description:
It was reported that the pt had complained of pain a few months after recovering from the (B)(6) 2011 procedure done by dr. (B)(6). Dr. (B)(6) revised the knee and upon implantation saw black or dark what appeared to be metallic debris. The femoral implant and stem were removed without much difficulty and upon examination the stem on the implant appeared to be loosened. It was turned by hand yet was still attached to femoral component. Dr. (B)(6) revised the femoral implant and closed.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.